Event description:
Small child was receiving ot treatment for his elbow and was positioned at the side of the armedica hi-lo treatment table. In the course of the treatment, the child depressed the lever control bar resulting in the frame of the bed pinning his legs beneath the table. The downward motion resulted in continuing downward pressure on the control bar resulting in a fracture to his right femur. The child was supervised by the therapist from the opposite side of the treatment table. This was a similar incident filed to the FDA on 08/18/2014 with the same model number: am-ba350.